Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 no device problem found. The following information was requested, and the following was received: were there patient consequences? If yes, please specify. None. Please provide the status of the device(s) as it has not been received for analysis. Tracking # (B)(4). H3 analysis: the product was returned to ethicon for evaluation. Six representative unopened samples were received for analysis. Product code sxpp2b405. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the

Event description:
It was reported that a patient underwent total knee replacement on (B)(6) 2024 and a barbed suture was used. During the procedure, the needle broke off suture at the swage while suturing the capsule/fascia. Another device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.